Event description:
It was reported that during an implant procedure, the lead used was unable to be implanted, with the lead unable to pass over the stylet and were difficult to remove. The physician expressed user concern that the lead was not manufactured correctly. The lead was not used and another lead was used to complete the procedure. The patient was stable throughout

Manufacturer narrative:
The reported events were ¿difficult to implant,¿ ¿felt the lead may not be manufactured right¿ and failure to advance stylet. As received, a complete lead was returned in one piece. The reported event of failure to advance stylet was confirmed. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. Unable to perform stylet insertion test due to the over torqued inner coil in the connector region. The cause of the reported event of failure to advance stylet was due to the over torqued inner coil in the connector region.

Manufacturer narrative:
Additional information : d9: product received date should be aug 26, 2022.

Event description:
New information notes that the lead used was the right atrial (ra) lead.